Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported receiving the errors on the insulin pump while the customer was at school. They were unable to troubleshoot the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.